Manufacturer narrative:
The coulter act diff 2 analyzer is listed by csa-international as conforming to the following standards for product safety: ul (B)(4), csa (B)(4). (B)(4), and iec (B)(4). Note: csa is (B)(4) standards association, ul is underwriters laboratories, and iec is international electrotechnical commission. The field service engineer (fse) evaluated the analyzer. The fse identified a capacitor on the power supply board had caused the component to burn until the power supply shut down. The fse replaced the power supply, and the instrument was fully functional. The root cause for smoke was a capacitor on the power supply board that caused the component to burn until the power supply shut down. This reportable event was identified during a retrospective review conducted between january 1, 2008 and october 23, 2010 of complaints for additional reportable events.

Event description:
Customer reported a potential safety hazard when smoke was seen coming from the back of the coulter act diff 2 analyzer. The analyzer was disconnected from the power source and beckman coulter service was contacted. There were no flames or arcing. The fire department was not called. No reports of death or serious injury, and no affect to operator safety as a result of this event.